Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, it was not possible to pre-place the suture of three prostyle devices, the sutures did not capture the artery and came out with the device with the formed knot. The prostyle devices were pushed 1-2 mm into the vessel before closing the foot; however, the foot on each of the three prostyle devices could not be retracted prior to device removal. All three prostyle devices were pulled out against resistance with the foot open. By pulling out the prostyle devices with the foot open, part of the vessel was torn out. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. A covered stent was placed to treat the dissection and achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier against resistance was added to capture removal of the device against resistance. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. The components needed to confirm malposition were not returned. Difficult to remove is procedure related and cannot be confirmed in a lab environment. Sterile devices returned from the account were inspected and functionally tested. No anomalies were found during testing. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation could not determine the cause of the reported difficulties. Treatments appear to be related to circumstances of the procedure. In this case, it is possible that the calcification contributed to the malposition, and the difficulty closing the foot. The device was removed with the foot partially open. It should be noted that the prostyle instructions for use (IFU) states: lower lever to close the foot. Do not attempt to remove the device without closing the lever fully to its original position. In this case, the IFU deviation did not contribute to the reported difficulties. The foot partially open would contribute to the difficult to remove. The patient effects of vascular tissue injury is listed in the prostyle IFU, as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.